Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024, and suture was used. The problem of pulling off suture needle happened in the surgery. Changed to another one to continue the surgery, the same problem happened. Changed to another one to complete the surgery. There is no report of patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One paper lid, one winding former with one undispensed suture, and one detached needle outside its packaging that pertain to product code vcp433h were received for analysis. In order to evaluate the conditions of the detached needle, the swage area and hole were noted with marks by a surgical instrument. The hole was examined under magnification and a remnant of suture was observed. In addition, the suture was inspected, and the end was noted to be cut probably caused by a surgical instrument. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.